Manufacturer narrative:
The reagent lot number is 858783. The expiration date was requested but not provided. The investigation included a review of the data set provided by the customer: the calibration results were within the specified ranges. The qc results were within the specified ranges. The alarm trace had an abnormal sample probe aspiration and sample clot detection alarms. The field service engineer (fse) inspected the module and determined that a low vacuum had caused the event. He replaced the vacuum diaphragms, verified the fluidic dispense and probe alignments, performed successful instrument checks, mechanical checks, and qcs. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable calcium gen.2 results from multiple patient samples tested on the cobas 8000 c702 module. The reporter provided one example of discrepant results: the initial result was 0.2 mmol/l. The repeat result was in the customer's "normal" range of 2.1-2.6 mmol/l. The initial result was not reported outside of the laboratory, as multiple flagged results of other patient samples prompted the rerun. The repeat result was deemed correct.